Event description:
It was reported that the patient had a change in therapy effect. The patient was admitted to the hospital for her multiple sclerosis (ms), at which point they lowered her dose. The patient had since had a return of pain, and they were looking to increase the dose again. The reporter was redirected to the patient's healthcare provider (hcp). The pump system was being used to infuse fentanyl and baclofen (unknown). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8782, serial# (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).